Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation, there was an exposed pulse wire inside the distribution node that caused an intermittent short. The root cause for the exposed pulse wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving "adjust belt" messages.